Manufacturer narrative:
Pump received with cracked reservoir tube lip, cracked case near display window corners and severely scratched display window noted.

Event description:
The customer reported through the clinical manager via phone call, that the insulin pump has a scratched display screen. The customer's blood glucose reading was 140 mg/dl at the time of incident. Troubleshooting found that, although the pump functioned, the customer could not read the information on the display screen. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.